Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD ,implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead. It was found that the rv lead exhibited oversensing, had elevated short v-v intervals and high rate non-sustained episodes. A possible lead fracture was suspected. Detections were programmed off and the patient was admitted to the hospital for a rv lead replacement procedure. Later at the lead replacement procedure, at the physicians discretion, the atrial lead was also explanted in order to gain venous access along with explanting the patients implantable cardioverter defibrillator (ICD). A new ICD system was then implanted. Following the extraction of the leads, transesophageal echocardiogram showed new severe tricuspid regurgitation and avulsed septal leaflet. The patient spent forty days in cv-ICU (cardiovascular intensive care unit) following the tricuspid valve leaflet avulsion caused by the lead extraction. Over the course of the patients admission they suffered a stroke, severe delirium, pulmonary infection and tracheostomy. During a tracheotomy cradling session the patient suffered respiratory arrest, followed by ventricular fibrillation. The patient was treated with one shock and two bursts of anti-tachycardia pacing from their device. Advanced life support measures and CPR (cardiopulmonary resuscitation) were done for the patient but the patient passed away. The death reports states cause of death was either an acute coronary event or pulmonary embolism. The patient is a participant in a clinical study.